Event description:
It was reported that the device exhibited acu watchdog failure. The event occurred during self-test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and showed the presence of primary audible alarm power on self-test, acu watchdog failure, and travel reverse error. The cause of the primary audible alarm was traced to a faulty speaker. The speaker was replaced to address this issue. The left and right clutch, clutch spring, worm gear, worm coupling, and motor were all replaced to address the travel reverse error.